Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, lot #: 17512995, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing a lot of pain at the lead site. The pain was not device related and was believed to be more of surgical related. The patient underwent an explant procedure. No device malfunction was suspected.